Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03654 / 03655).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013, allegedly due to pain and metallosis. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces. " this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 allegedly due to pain and metallosis. Additional information received from patient's legal counsel reports patient allegations of swelling, inflammation, damage to surrounding tissue, lack of mobility, loss of range of motion, elevated cobalt and chromium metal ion levels. A review of invoice history confirms the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the left hip revision was due to pain and elevated metal ion levels. Operative report further noted the presence of scar tissue, clear synovial fluid, trunnionosis, and a lateral osteophyte. The modular head was removed and replaced. The acetabular cup was removed and replaced with a competitor's component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 allegedly due to pain and metallosis. Additional information received from patient's legal counsel reports patient allegations of swelling, inflammation, damage to surrounding tissue, lack of mobility, loss of range of motion, elevated cobalt and chromium metal ion levels. A review of invoice history confirms the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.